Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate. Additionally, an occlusion alarm occurred. Customer resumed insulin delivery without changing supplies. Blood glucose for reported issues were 205-400 mg/dl.